Event description:
During a pci / stenting treatment procedure, balloon removal difficulties were encountered. The physcian deployed a cypher stent in the ostial rca. An nc monorail 15/4.5 mm balloon was used to post dilate the stent. The balloon was inflated to 16 atms when it ruptured. The physician was unable to withdraw the balloon from inside the stent. The balloon catheter was intentionally severed, leaving a portion inside the patient. The pt was subsequently sent to surgery where the balloon portion was successfully removed. The patient is reported to be in satisfactory condition.